Event description:
Information received on a smiths medical cadd solis vip pump 2120 alarmed no cassette attached properly. Nurse used several cassettes a few times with same results and tried new pumps without resolution. Nurse then used three bag tubing cassette without alarm. The first tubing was functional and no alarms appeared. No patient adverse events reported.